Event description:
Multiple soiled tempurpedic mattresses identified due to seepage from mattress covers. Dialogue underway with company in re: cleaning solvent. The standard hosp cleaning solution may be contraindicated with the tempurpedic porous mattress covers. Potential infection control issues identified.